Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. During a check-up in (B)(6) 2022 affected channels were noticed. The user's mother denies any trauma to the head and there was also no swelling. The change in hearing with the device was described as a gradual worsening. The user showed good benefit with the device before. Reimplantation surgery is being considered.

Event description:
In april of 2022 the user was taken in for fitting and in situ testing revealed affected channels. The parents had not noticed a change in benefit and did not report any trauma to the head. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The change in hearing with the device was described as a gradual worsening. The user showed good benefit with the device before. Reimplantation surgery is being considered but cannot be planned at the moment due to epidemic.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.